Manufacturer narrative:
Batch review performed on (B)(6) 2022, lot 2012008: lot 2012008: 80 items manufactured and released on (B)(6) 2021. Expiration date: 2025-dec-17. No anomalies found related to the problem. To date, 73 items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: batch review performed on (B)(6) 2022 gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416), lot 2012086: lot 2012086: 87 items manufactured and released on 12-may-2021. Expiration date: 2026-apr-28. No anomalies found related to the problem. To date, 71 items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on (B)(6) 2022 gmk-sphere 02.12.0412fr tibial insert fixed sphere flex size 4/12 mm r (k121416), lot 2009032: lot 2009032: 75 items manufactured and released on 10-nov-2020. Expiration date: 2025-oct-11. No anomalies found related to the problem. To date, 42 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 6 months after the primary surgery, the surgeon performed a washout and revised all components. The surgery was completed successfully.